Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer pfo occluder was implanted. In (B)(6) 2023, a patient follow-up showed that there was residual shunt present. In (B)(6) 2023, the decision was made to surgically remove the device and patch the pfo. The patient is discharged.

Manufacturer narrative:
An event of residual shunt after one year of pfo device implant was reported. The decision was made to surgically remove the device and patch the pfo. Field indicated that the patient presented with no symptoms. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer pfo occluder was implanted. In (B)(6) 2023, a patient follow-up showed that there was residual shunt present. In (B)(6) 2023, the decision was made to surgically remove the device and patch the pfo. The patient is discharged.